Event description:
User had a pt sample generate a negative result for hbsag, but positive for other hb-markers such as hbeag. User then diluted the specimen with negative serum and it did not give positive results. However, the pcr testing on this specimen resulted as positive. No info was provided to determine if erroneous result was reported or if pt was adversely affected. If additional info is received, appropriate notification will be provided.